Event description:
The patient felt the pump flip while playing with kids. The pump was hard to fill. An x-ray and dye study were offered and declined. The patient recovered without sequelae. The pump delivered dilaudid and bupivacaine.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2010, explanted: unk; programmer model: 8835, serial #:(B)(4).

Event description:
It was reported that the pump flipped approximately in (B)(6) 2011 and was already revised. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).